Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported unexpected flow when the door of the infusion pump was opened and the safety clamp did not engage in the cath lab. The devices for this event were noticed when the biomed was retrieving the devices for a similar event; therefore no details or specifics are currently known. This is one of many similar events for the same customer. No harm was reported.

Manufacturer narrative:
The customer¿s report with unexpected flow and safety clamp not engaging when the door is opened was replicated. Physical inspection of the device noted a hair line crack was on the bezel, lower left hinge shroud. Dried fluid ingress was exhibited on the outer ail assembly. Bezel, bottom left corner noted with an impact dent. A scratch also noted on the bottom left corner of door latch. The rear case, upper right corner found broken. Male iui connector pins observed with small amounts of green deposits. Surrounding areas of the male iui exhibited dried fluid ingress. Dried fluid ingress also noted on latch assembly, making it difficult to move freely. A review of the pcu event log recorded 37 flo_stop_open alarms on pump module s/n (B)(4) between (B)(6) 2015. Pump module test infusion, loaded with returned administration set at last recorded rate completed without flow stop open alarms or other anomalies. The proximate root cause of the customer¿s report with unexpected flow and the safety clamp not engaging when the door is open is believed to be related to the centered position of the sear pivot point design.